Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported break and difficult to remove packaging material could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was scheduled to undergo an angioplasty procedure using a dorado pta balloon. Prior to the procedure, resistance was encountered while removing the protective shield, during which the balloon allegedly ruptured. The reported problem was a fracture of the catheter shaft at the junction with the proximal part of the balloon. The procedure was completed using another balloon. There was no patient contact.